Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited what appeared to be loss of capture (loc). Technical services (ts) was contacted and commented that the right atrial (ra) lead appeared to be dislodged or not capturing. Ts additionally recommended follow up with the physician. After following up with the physician, undersensing of atrial waves was noticed; therefore, sensitivity was adjusted. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. It was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.